Event description:
It was reported that the pump had error cassette did not fit. There was unknown patient involvement, and unknown signs or symptoms experienced.

Manufacturer narrative:
H6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection and functional testing, the customer problem was duplicated. The customer reported issue of a cassette not fitting was confirmed through downstream occlusion (dso) / upstream occlusion (uso) testing, and the pump was found to have a malformed air detector. The cause of the customer reported problem was the faulty dso sensor. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the dso seal, dso bezel, dso sensor, and air detector.